Event description:
The initial reporter received questionable ise indirect gen.2 k and cl results for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial results were reported outside the laboratory. The customer could not provide the specific ise channel the patient's sample was tested on. The patient's doctor requested the patient to be redrawn. The patient went to the hospital for a new sample to be collected and tested. After the doctor received the patient's new results, the patient's doctor requested the initial sample to be retested. The customer performed repeat testing with the original sample on a different cobas 8000 cobas ise module. (B)(6). The customer determined the repeat results were correct. The cobas 8000 cobas ise module had two different lot numbers of k electrode onboard. The lot numbers were y28 and w71. The expiration date for lot y28 was 20-jun-2022. The expiration date for lot w71 was 20-apr-2022. The cl electrode lot number was g30 with an expiration date of 20-feb-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and found abnormal aspiration alarms. These are indicators of possible poor sample quality. The customer's sample pre-analytic details were requested but not provided. The field service engineer performed ise system checks. The customer performed precision testing and qc with acceptable results. After service, no issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.